Manufacturer narrative:
An event regarding revision due to poor range of motion involving a triathlon baseplate was reported. The event was confirmed through medical review. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: range of motion of the left knee continued to be limited with -3° - 90°. Several diagnostic options were discussed including laxity with popping caused by arthrofibrosis but surgeon was not sure and therefore requested a second opinion. After the second opinion, a diagnosis of arthrofibrosis was confirmed as based upon the limited range of motion and caused by an ¿overstuffed¿ knee. Revision surgery was planned with removal of scar tissue and exchange of tibial bearing. During revision findings were confirmed with scar tissue removal performed although the intention to exchange the tibial bearing for a thinner one so as to provide more movement space for the arthroplasty proved impossible because already the thinnest bearing possible, a 9-mm one, was implanted. To accomplish the same goal, the entire baseplate had to be removed so as to allow a lower tibial bone resection before implantation of the new baseplate, a universal one with long stem. During removal of the cementless baseplate, well ingrown in the tibia, a complication occurred with intraoperative iatrogenic posterior medial tibial plateau periprosthetic fracture requiring special precautions during further tibial bone preparation. Revision surgery was completed successfully with a new 9-mm cs bearing in the universal baseplate positioned at a lower level than before. Clinical recovery after revision was adequate with good knee functionality including 120° of knee flexion obtained already soon. Causes for poor rom are multi-factorial but can grossly be categorised into patient related factors and surgery related factors. Usually, the worse the preoperative rom, the worse the postoperative rom due to muscle atrophy, contracture or other scarring and/ or osteophyte formation by oa. Every new surgical procedures adds more scar tissue to the already present, so many previous surgeries may lead in general to worse functional outcome regarding rom. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot refereed. Conclusions: the medical review concluded that -suboptimal tibial bone resection during primary arthroplasty caused ¿overstuffing¿ of the arthroplasty with excessive tension in the knee ligaments preventing adequate knee range of motion. During revision, exchange of the liner for a thinner sample was not possible because the thinnest one possible was already implanted and thus required baseplate removal to allow a lower tibial bone resection. While removing the well ingrown baseplate, a iatrogenic posterior medial tibial plateau fracture occurred requiring special precautions during further tibial bone preparation although revision surgery was completed without further problems. It was also stated that the patient alleged that the doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees and that the cement was part of recall. The devices implanted in the left knee are cementless devices. No cement was used during the implantation of the devices of the left knee. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Updated information: based on received implanted product information bone cement was not used during initial surgery. Information from provided medical record (revision op report): postoperative diagnoses: painful and overstuffed left total knee arthroplasty. Intraoperative iatrogenic posterior medial tibial plateau fracture. Procedure performed: left revision total knee arthroplasty involving the tibia. Previously reported: patient reported, he had a right tka done on (B)(6) 2016 and a left pka on (B)(6) 2016. Patient started experiencing pain in his left knee shortly after his surgery. Patient alleged doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees. This pi is for the left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported, he had a right tka done on (B)(6) 2016 and a left pka on (B)(6) 2016. Patient started experiencing pain in his left knee shortly after his surgery. Patient alleged doctor told him that the cement in his right and left knee broke apart and is just floating around in his knees. This pi is for the left knee.